Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the led light not functioning properly was a component failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was confirmed. Additionally, the evaluation identified blurred labeling on the rear panel and the front panel led was disappearing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the high flow insufflation unit¿s pneumoperitoneum pressure setting could not be changed in 1 mmhg increments during a therapeutic right nephrectomy procedure. The customer indicated they were able to complete the procedure with the same device as the pressure setting was sufficient. There was no patient injury or medical intervention associated with this event.